Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: unable to determine. Source: web.

Event description:
Consumer swabbed nose and when removing swab from first nostril it was completely red. This nostril had been a bit bloody on and off during congestion. The test showed negative. No blood present prior to the test being performed. Customer states that they swabbed about ½ to ¾ of an inch into each nostril. The next day a doctor did rapid flu/covid test. No blood. All negative. Technical support assessment/troubleshooting: it is recommended to swab about ½ to ¾ of an inch into each nostril. Our internal team determined that 15% of human blood did not show an interference with the test. If you had a larger amount of blood, we recommend retesting using a new swab and new test. Technical services advised to follow up with your healthcare provider for further guidance.